Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was agitated, staff noticed a lot of urine in the tubing and drained it. The patient was agitated again and staff noticed urine backing up. The nurse leader changed to a regular bag with no urine meter by breaking the seal rather than changing out the whole closed system. Bag and tubing kept as a sample for bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 meter drainage bag with an inlet tube, sample port connector, catheter, tes and syringe. Verified date code 0415k, material number 1758si14 and manufacturing lot number ngkn0929. Visual inspection noted a kink in the inlet tube. Water was run through the drainage bag and was unable to drain through into the meter. A labelling review could not be performed as the material number was not provided. DHR was unable to be performed as the lot number was unknown. No additional actions can be taken at this time. Corrections: d, e, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was agitated, staff noticed a lot of urine in the tubing and drained it. The patient was agitated again and staff noticed urine backing up. The nurse leader changed to a regular bag with no urine meter by breaking the seal rather than changing out the whole closed system. Bag and tubing kept as a sample for bd.